Event description:
The manufacturer was made aware of an event that occurred while a patient was being placed on niv therapy. The user alleged that the af541 ee mask valve allowing a controlled leak did not function properly. There was no harm or injury to the patient. The manufacturer is currently investigating this event and a follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer requested return of mask for investigation. No product was returned. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients.the mask is for single use in the hospital/institutional environment only. The mask is to be used on patients (>40lbs/20kg) for whom CPAP or bi-level therapy has been prescribed. This mask should also not be used on patients who need life support ventilation, who are taking a prescription drug that may cause vomiting, or on patients that are uncooperative, unresponsive, or unable to remove the mask by themselves. This mask requires a separate exhalation device. There was no harm or injury. The manufacturer concludes no further action is necessary.